Manufacturer narrative:
"Pursuant to title 21: food and drugs, chapter I: food and drug administration department of health and human services, subchapter h -0 medical device, part: 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The unit was returned for an evaluation. The failure described by the adverse event form could not be replicated while testing the freestlye 3 portable oxygen concentrator. Inspections, both external and internal, showed no damage beyond normal wear and tear that would indicate the occurrence of fire or the presence of smoke. Functional testing showed that the unit performs poorly, however there was no information provided or evidence found that would link the unit's performance to the adverse event.

Event description:
This report was originally submitted on 12/13/2019, and is being resubmitted on 5/4/2020 as the original report failed to go through. The unit started smoking while charging. Customer did not try charging unit again. Not sure as to where the smoke was coming from. The customer tried to use the unit but it would not work and noticed the smell of smoke. No injuries were sustained.

Manufacturer narrative:
Unit is being returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 09/26/2019, and is being resubmitted on 5/4/2020 as the original report failed to go through. The unit started smoking while charging. Customer did not try charging unit again. Not sure as to where the smoke was coming from. The customer tried to use the unit but it would not work and noticed the smell of smoke. No injuries were sustained.